Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, 90 % stenosed, proximal left anterior descending (lad) coronary artery. A 3.50 x 48 mm xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion with no resistance felt and during deployment of the stent implant at 16 atmospheres a proximal edge dissection occurred. A 4.00 x 15 mm xience xpedition stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.